Event description:
A consumer reports having double vision, ghosting and poor distance vision following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the prognosis as "good" and reports that she does not believe the symptoms are related to a lens malfunction.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 02/28/2008, 03/04/2008 and 03/07/2008 by phone, fax and mail. A completed questionnaire was rec'd.